Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed a digital image pre-processing problem within the real time computer (rtc) and a communication problem between the flat detector receiver board (fdr) and the rtc. As a result of that failure, the acquisition control unit (acu) recognized a hang-up and initiated a recovery process. The acu stopped the release of x-ray to prevent acquired images from being transferred, processed and displayed. Typically the recovery process will take ~ 90 sec, but in this case the recovery took longer because the connection between fdr and rtc was further disturbed. In general, according to the specification of the system and considering inherent technical and architectural limitations, x-ray in plane b will not be available as long as the system is in bypass mode. The user manual contains adequate information about the unavailability of plane b in case of bypass mode. The affected spare part was exchanged on site by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During a clinical procedure, the system stopped producing x-ray and bypass fluoro was not possible. The customer brought the b plane forward, however, x-ray was not possible on the b plane either. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.